Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported the device provided incorrect co readings. No patient impact or consequences were reported.

Event description:
The customer reported the device provided incorrect co readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. No issues relating to measurement accuracy were identified during testing. The unit was determined to be fully functional. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: rh10 9bl.